Event description:
It was reported that: patient has been experiencing pain since rehabilitation post surgery. Pt is reporting being unable to put on her sock and experiencing fatigue. She is experiencing swelling and problems walking. Pt is also reporting that she is limping. Pt states that she has been tested for chromium and cobalt, had x-rays, and had mris done. Pt is also reporting that she is scheduled for revision surgery on (B)(6) 2012, at (B)(6).

Manufacturer narrative:
The following other hip devices were also listed in this report: rejuvenate modular neck, cat# nlv-3408007, lot# 27305402. Trident hemispherical cluster hole shell, cat# 502-11-52e, lot# 36555701. Trident 0deg x3 insert 36mm ID, cat#623-00-36e, lot# 35077702. Delta v-40 ceramic head 35/-2,5, cat# 6570-0-436, lot# 35077702, 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mjt4hn. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. This event became a legal claim. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted.